Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to cut was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to cut appears to be related to device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.g2: report source.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 5f sheath with a downhill/ipsilateral approach after a balloon angioplasty interventional procedure of the left superficial femoral artery. A nick and spread to the artery was performed prior to inserting the starclose device. Reportedly, the locator wings deployed normally but significant resistance was felt when advancing the thumb advancer due to the sheath splitting incorrectly. Deployment was stopped and the red safety release button was used to close the locator wings and removed the device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.